Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopy for adhesiolysis, bowel resection, and anastomosis of the bowel, when the nurse removed the device from its packing, the suture came away from the needle. Another device was used, however, the suture detached from the needle as well as soon as the surgeon used it.